Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, there was grommet damaged noted on the visual inspection.

Event description:
It was reported during the implant procedure that there was atrial oversensing elicited by pressure on header block. The device was not used and there were no associated patient complications reported as a result of this issue.